Event description:
A peritoneal dialysis pt has reported that pt connector came loose from the catheter extension and caused a fluid leak. Pt stated that he may have rolled onto the line hence loosening the connection. Pt stated that prophylactic antibiotics were administered as a precaution. Pt had no adverse effects sample is available.

Manufacturer narrative:
The actual device was returned to the MFR for physical eval and the complaint is not confirmed. An investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within spec.